Event description:
It was reported that a patient was strapped into the cot, and when it was raised up it tipped over. They stated that there were two emt's on each side of the cot and they guided the patient to the ground. The customer reported that they were in a gravel driveway. They also stated that the patient feels that they were hurt in the process, however the customer stated that there emt did not notice any injury due to the event. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The alleged inspection found that there was a cot tip with no alleged defects found with the unit. The patient on the cot at the time of the tip injured their shoulder requiring physical therapy. After investigation, a likely cause for the cot tip may be attributed to user error. The issue was resolved for the customer by recommending training at the customer account. The customer evaluated the unit.

Event description:
It was reported that a patient was strapped into the cot, and when it was raised up it tipped over. They stated that there were two emt's on each side of the cot and they guided the patient to the ground. The customer reported that they were in a gravel driveway. They also stated that the patient feels that they were hurt in the process, however, the customer stated that there emt did not notice any injury due to the event. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.